Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was fired with a vascular reload and the reload was falling out of the device when it cut the base of the appendix and secum, but did not staple it. Another device was used to complete the procedure. The new device was used to repair the secum as well as stapling off the appendix. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.